Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bili preloaded stent used during endoscopic retrograde cholangiopancreatography procedure in the common bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, the flexima bili preloaded stent was used for drainage, it was reported that the delivery system was broken and stent could not reach the lesion. The broken guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima bili preloaded stent. There were no patient complications reported as a result of this event.